Event description:
The user facility reported via maude adverse event report that a surgeon had finished an operation and was in the process of reversing the anesthesia and a burning smell emitted from the table followed by smoke. The patient was transferred to a stretcher and was removed from the room. The or table was inspected and assessed for potential water damage however no water damage was found. The table was further inspected and the power supply along with the internal cables were found to be burned.

Manufacturer narrative:
The user facility name and serial number was not identified in the maude report, therefore a steris service technician is unable to inspect the table. The maude report did not include details regarding injuries to hospital staff/patient or procedural delays/cancellations. Steris was unable to determine the user facility and therefore the table was not inspected. Steris performed a review of all complaints and service records from (B)(4) and did not identify a similar event. Steris is reporting this event in response to the maude adverse event report posted on the FDA's maude website. In the event that steris receives additional information regarding the reported event a follow-up report will be submitted.